Event description:
It was reported that a customer experienced no-flow during the use of a one-link y-type microbore catheter extension set. According to the report, the device was connected to a continu-flo solution set and was being used with an infusion pump when this occurred. The solutions that were in use at the time were milrinone and dopamine. The reporter stated that upon examination of the set, all the clamps were open and there were no kinks in the lines. The patient was connected to the pump for five hours until the pump alarmed for a downstream occlusion. When the device was disconnected, fluid dispersed onto the bed and the alarms stopped. Flow began after the set was changed out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.